Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation and the presence of dust/dirt contamination. Additionally, the service technician also noted error code(s) e019 (err_wdog_test) and e066 (err_stuck_encoder_b) in the device logs. The device was scrapped by the service center after the evaluation was completed. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.